Event description:
The end user experienced a decrease in speed and then unintended acceleration in a tdxsp-mcg power chair. It is alleged that the end user was thrown from the chair, and was treated at the hospital for a head laceration and vertigo.